Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer "could not get blood glucose (bg) under control" (200s mg/dl) and had gone to the emergency room (ER). Customer reported not being able to enter information into the pump to deliver a bolus. Tandem technical support (cts) found that the customer had not entered the bolus settings into the pump. Recommendation was made for the customer to retrieve the bolus settings from the healthcare provider. Customer acknowledged and disconnected call from cts. No additional information was provided regarding the ER visit.